Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow up appointment, that this right ventricular (rv) lead has been exhibiting increasing high pacing thresholds, loss of capture (loc) and an increased shock impedance for about one year. The shock impedance measurement today was greater than 200 ohms. The device was programmed to perform only left side stimulation. The physician advised he will be changing out the lead in approximately one year, when the device reaches eol (end of life). The device remains in service. No adverse patient effects were reported.